Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics indicated high impedances on the right octrode lead. X-rays confirmed that the lead was fractured at the distal end of the anchor. As a result, surgical intervention took place on (B)(6) 2025, wherein the fractured lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient was unable to place their ipg in MRI mode due to their right lead showing invalid impedances. X-rays showed there may a fracture at the distal end of the anchor. As the patient still had effective therapy no intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.